Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump and assisted the caller with the process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump while advised to call back if the issue reappears.